Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 159 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per dop114-830. Both sensors failed 1 of 2 sensors failed for lowreading.2nd sensor failed for high readings. Also found 1 of 2 sensor canula's is bent. One remaining sensor canula passed. Unable to confirm customer received sensor in said condition due to customer returned them opened/used. Unable to confirm customer complaint due to customer did not returned original box.